Manufacturer narrative:
Product complaint # (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt had a primary attune inserted on the (B)(6). 360 plans and psi blocks were made and utilised in the primary case. Pt now malaligned and needing revision surgery did the patient experience a post-op device malfunction? --> unknown, if yes, please describe. --> revision knee surgery (B)(6), did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? --> yes, facility name of original implant --> norwest private hospital, was device explanted? --> true, hardware/explant removal due to: --> malalignment, did patient require revision surgery? --> true, if yes, date of revision surgery. --> (B)(6) 2020, reason for revision surgery. --> malalignment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: - product code 150670003, work order (B)(4) was manufactured on 28-feb-2020. - (B)(4) were manufactured per specification and all raw materials met specification. - no parts were scrapped from lot 9447140. - no ncs (non-conformances) found associated with lot 9447140.